Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone, the customer experienced low blood glucose of 34 mg/dl that morning and last week too. Customer's mother hadn't called in for troubleshooting as she was waiting for the school nurse to call back. Customer's mother didn't agree to return the device for further analysis.